Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012; inratio2: 1.7; lab: 4.6. Time elapsed between each method of testing is one hour. Pt's therapeutic ranging is 2.5-3.5.

Manufacturer narrative:
Investigation pending.